Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2007 and was revised on (B)(6), 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Per provided revision operative report: "he felt something happen and he no longer walked appropriately on his leg. X-ray showed that the femoral head had dislocated from the femoral trunnion and in fact, the trunnion is abnormal in appearance. [...] There was a significant amount of metallosis about the hip." The stem was revised to a competitor stem, and the acetabular components were revised to a competitor construct as well "to match the femoral side." There were no reported allegations against the revised shell.

Manufacturer narrative:
An event regarding disassociation, wear/metallosis, and abnormal ion level involving a metal head was reported. The disassociation and wear/metallosis events were confirmed via review of provided medical records by a clinician and inspection of the provided photograph of the device. Abnormal ion level was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. Visual inspection of the provided photograph of the stem indicated damage consistent with loss of taper lock. A photograph of the metal head was not provided. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant record from the index surgery confirm an lfit v40 head was implanted. The CT report, x-ray report and the revision operative report all confirm head/neck dissociation and deformity of the trunnion. The photograph demonstrates gross deformity of the trunnion with material loss from the superior aspect and notching of the inferior aspect. There is no documentation to confirm or refute elevated serum metal ion levels. The root cause of this issue cannot be established from this limited documentation. Should additional information become available I would be happy to further this assessment." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by visual inspection of provided photograph of the device and by review of the provided medical information by a clinical consultant. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.